Event description:
It was reported that during this procedure, no data displayed. The pentaray navigational catheter was introduced inside the patient. While connecting this catheter, the ECG signals and the intracardiac signals disappeared on the bay and on the carto system. Then the "current leakage" error code was displayed on the carto system. Upon request, additional clarification was provided on the event. The signal loss occurred on all the channels, including the body surface (bs) ECG's and the intracardiac (ic) signals on both the carto system and the recording system at the same time. The signal loss on all the channels on both the carto system and the recording system at the same time is indicative of a reportable event.

Manufacturer narrative:
(B)(4).